Manufacturer narrative:
Continuation of concomitant: 5024m-58 lead implanted (B)(6) 1996.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent atrial oversensing. The lead remains in use. No patient complications have been reported as a result of this event.